Event description:
It was reported to philips that there is a knob failure. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the xl+ defibrillator indicating that the main power switch failed. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the power switch. The customer refused philips servicing. The customer used a non-philips service to repair the device. The device remains at the customer site and no further action is warranted at this time.